Event description:
It was reported that no flow was observed using a clearlink y-type blood/solution administration set. This event occurred during patient infusion of red blood cells using mass transfusion protocol. The nurse observed that the spike did not reach the membrane that seals the blood product in the access port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.